Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first successfully installed by the user in (B)(6) 2009 and performed to specification up to the (B)(6) 2014. The device failed a self-test due to a low battery on the (B)(6) 2014. A fresh pad-pak was installed on the (B)(6) 2014 and the device passed a self-test. Multiple manual power ons of ten minutes duration were observed in history log between (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.